Event description:
It was reported by the customer "the statlocks are breaking at the connection on the a-lines." Additional information received on (B)(6) 2023: customer reports the patient did experience blood lose. Information on whether the blood loss caused complications, patient symptoms, or required treatment was requested but not provided. It was reported this occurred with six devices. This report addresses the fourth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "the statlocks are breaking at the connection on the a-lines." No other information was provided. It was reported this occurred with six devices. This report addresses the fourth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.